Event description:
The hospital staff attended to a patient that had coded. The device was used to adminster 7 countershocks to the patient. An 8th shock was attempted but the defibrillator allegedly failed to complete charging to the selected energy level. A backup defibrillator was made available and used for the remainder of the code. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the timely use of backup defibrillator.